Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. A review of the associated batch records, the stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range with no anomalies evident. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. Stent retrieval methods (use of additional wires, snares, and/or forceps) may result in additional trauma to the vascular site. Complications can include bleeding, hematoma, or pseudoaneurysm. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90 % stenosed target lesion was located in a mildly tortuous and a mildly calcified middle left anterior descending artery (lad). Following pre-dilatation with an unspecified balloon catheter, a 4.00x28mm promus element drug-eluting stent was selected for use and advanced but failed to cross the lesion. Upon withdrawal, the stent was dislodged into the head of the non-bsc guide catheter. The physician attempted three times to retrieve the device. First, the physician used a non-bsc guide wire to cross and withdraw the stent but failed. Second, the physician attempted to use the 1.5mm non-bsc balloon catheter to cross the lesion and remove the stent but failed. For the third time, the physician used a non-bsc hook guide wire and the stent was successfully retrieved. The procedure was then completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment occurred. The 90 % stenosed target lesion was located in a mildly tortuous and a mildly calcified middle left anterior descending artery (lad). Following pre-dilatation with an unspecified balloon catheter, a 4.00x28mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. Upon withdrawal, the stent was dislodged into the head of the non-bsc guide catheter. The physician attempted three times to retrieve the device. First, the physician used a non-bsc guide wire to cross and withdraw the stent but failed. Second, the physician attempted to use the 1.5mm non-bsc balloon catheter to cross the lesion and remove the stent but failed. For the third time, the physician used a non-bsc hook guide wire and the stent was successfully retrieved. The procedure was then completed with another of the same device. No further patient complications were reported and the patient's status was stable.